Manufacturer narrative:
(B)(4). Pump received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Unit was received with moisture damage on motor assembly, moisture damage inside battery tube, minor scratched lcd window and faded serial number label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer cannot recall the blood glucose reading. Troubleshooting was performed. Customer was swimming and running with the insulin pump before the alarm. Customer stated the pump error did not showed up prior critical error. Customer advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.